Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration and qc data were requested but not provided. The customer performed an ise check with unstable results. The customer checked and cleaned the ise sipper nozzle. The customer discovered there was crystallization. The crystallization was cleaned and the instrument was reported ok. After the service actions, the customer did not report any further issues. The investigation did not identify a product problem. The cause of the event could not be determined. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas pro ise analytical unit. The patient's initial na result was not reported outside the laboratory. The customer performed repeat testing on a different analyzer for confirmation. The patient's initial na result was 119 mmol/l. The patient's repeat result on a different analyzer was 125 mmol/l. The customer determined the initial result was the "faulty" result. The na electrode lot number and expiration date were requested but not provided.